Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was completed using manual mode ventilation and there was no patient injury reported.

Manufacturer narrative:
The submitted electronic device log file and the returned motor were analysed by the manufacturer. According to the log the ventilator detected a wrong motor position during the case in question which led to the reported stop of the automatic ventilation. The returned motor was assembled in a specific test stand. It was found that the electrical contact between the collector disc and the carbon brushes was partly disrupted. An abraded collector disc was determined to be root cause of the reported failure. A faulty motor will be detected during yearly service or during daily pre-use check as the motor cannot be started. The apollo reacted as specified for a motor failure with an autonomous shutdown of the ventilator and alarmed audible and visible for "ventilator fail". Autonomously the ventilation mode was changed to man/spont. Manual ventilation remained unaffected, as specified. The number of similar reported motor failures during use was determined to be rare. The affected motor was replaced on site and the apollo was returned to use without further problems reported.

Event description:
Please see initial report MDR#9611500-2015-00182.